Manufacturer narrative:
(B)(4). Report source: australia. Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00030.

Event description:
It was reported that patient experienced a hip dislocation after a fall and underwent a revision surgery approximately 3 months post implantation. The dual mobility head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. No product were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It is unknown if the fall caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported pt underwent a revision procedure approximately 3 months post-implantation due to a fall that caused dislocation. There is no additional information available at the time of this report.